Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went to the emergency room a couple of days after being implanted with an scs system, due to tingling and numbness in her right, lower extremity. In turn, the patient underwent surgical intervention. Lead migration was also found and allegedly the doctor believed an epidural hematoma was present. As a result, the patient's scs system was explanted. The patient's symptoms resolved over time via rehabilitation.